Event description:
As reported, during a hernia repair procedure, the optifix at fasteners failed to fixate the mesh. There was no patient harm or injury.

Manufacturer narrative:
As reported, during laparoscopic ventral hernia repair using optifix at fasteners failed to fixate the mesh properly. The evaluation of returned sample failed to reproduce the reported event of device failed to fixate. The device functioned as intended during functional and simulated use testing. No manufacturing anomalies were found. Review of manufacturing records confirms the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The instructions-for-use, supplied with this device states, "place the tip of the optifix at absorbable fixation system at the desired location perpendicular to the mesh or tissue and apply adequate counterpressure. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.